Manufacturer narrative:
Pump passed the self-test, sleep current measurement and active current measurement. Pump was received with pump error 37 alarm during rewinding. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test due to pump error 37 alarm. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 01-dec-2025, found multiple pump error 37 alarms started from 18:02:54 to 18:23:48 during basal delivery. Multiple pump error 38 alarms found in the pump history file/trace on 01-dec-2025 started from 18:26:03 to 18:41:20 during basal delivery. Pump was cut open to perform visual inspection and found corroded motor home switch. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case. In summary, pump error 37/38 was confirmed due to corroded motor home switch. Exposed to moisture was confirmed. Possible over delivery anomaly was confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed) and the insulin pump was over-delivering the insulin and the insulin pump was exposed to fluid. The customer also reported leaks in the reservoir past the first o-ring. Blood glucose value at the time of event was 60 mg/dl. The customer was treated with glucagon and carbohydrate intake and the emergency medical services were dispatched. The event involved product(s) mmt-1884, mmt-332a, unomedical, unk_ngp. Troubleshooting was partially performed for low blood glucose event, it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was partially performed for reservoir leaks, fluid in pump as the customer declined further troubleshooting. Troubleshooting was performed for the pump error, the customer was able to clear the alarm and unable to completed the rewind. The customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode.no further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unk_ngp.

Manufacturer narrative:
This is 1 of 3 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.